Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic for a follow up, noise was observed on atrial and rv leads. The patient works with electrical hand tools and also had multiple short duration auto mode switch events caused by emi, but they are not consistent with times of the day when patient would be using tools. The noise was not reproduced with pocket manipulation and x-ray was normal. Possible lead rub was suspected. The patient will continue to be monitored.